Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar hydrogel procedure performed on (B)(6) 2020. Reportedly, the procedure was performed under general anesthesia. A computerized tomography (CT) scan was performed on (B)(6) 2020 which showed the gel injected in the rectal wall. According to the complainant, the patient has had burning pain, discomfort when sitting or lying down, and difficulty sleeping due to the pain, since the procedure. The patient has had multiple follow up appointments and was recommended suppositories and tylenol for the symptoms. The patient is reported to be unable to work, drive or begin radiation treatment due to this experience.